Event description:
A customer reported the lamp was out for lights 3 and 4 on the system and the fragment cable was broken. This was noted prior to surgery with no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issue associated with the reported event. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 8, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event of lights out can be attributed to the lamp. However, determining if the lamp is nonconforming or past its rated life expectancy cannot be determined conclusively. (B)(4).